Event description:
(B)(4). On (B)(6) 2008, I was implanted with a medical device implant called essure. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is 624836. My model number is ess205. This device has a three year shelf life; however I do not have that expiration date. The onset of my complaints, started on (B)(6) 2008. I had bad pelvic and back pain, cramping and heavy bleeding, joint pain and inflammation, bad pain in my (right hand) with numbness and tingling sensation, a metallic taste in mouth, my skin felt dry and had a burning sensation, looked irritated, blotchy and itched really bad. Since that time, I have continued to experience many problems. This is a list of my side effects and symptoms that I have experienced due to essure: sharp breast pain, sensitive, sore and tender breasts, bleeding after sexual intercourse; menstrual cramps, longer menstrual cycle and heavier bleeding, stomach aches, bowel problems, rectal bleeding with bowel movements, weight gain/weight loss, sinus and upper respiratory infections, inflammation, joint and body pain, muscle aches, pains and spasms, unexplained fevers tingling/numbness of skin, in hands and feet, pelvic and lower back aches and pain, seizures, nerve pain, tremors/shakiness, ringing in ears, dizziness, vertigo, unsteady gait, headaches and migraines, extreme fatigue, blurred vision, vision decreased in right eye, vision spots and floaters from right eye, brain fog, forgetfulness, short term memory loss, difficulty sleeping, hot flashes, skin rashes, hives, pruritus, irritation and severe itching; sensation of burning and/or stinging skin, unexplained swelling in hands/feet/legs, hair loss, metallic taste in mouth, sensitive teeth/dental problems/teeth cracking and filings falling out, anxiety, panic attacks, insomnia and depression. I have been seen, (or referred to) doctors in the following areas of practice for medical treatment: family practice; internal medicine; dermatology; ob/gyn; urgent care; hospital emergency room; physical medicine; orthopedics; cardiology; general surgery; physical therapy; neurology and psychiatry. I have been diagnosed with the following conditions: irregular menstrual cycle; mastodynia (breast pain); mass, breast; fibrocystic change of breast; skin rash; urticaria (hives); pruritus of genital area; skin lesions; molluscum contagiosum, allergic rhinitis; nasopharyngitis; bronchitis; acute sinusitis with mucous, body aches and eye irritation with mucous; rectal bleeding; chronic kidney disease, stage 2; edema (swelling); lipoma (fatty mass); carpal tunnel syndrome (right hand) trigger finger (right ring finger) tendonitis of the right wrist; nerve conduction test (motor and sensory) of right and left hands; numbness of skin; contusion of right foot; shoulder pain at rotator cuff (involving tendons/muscles/joint pain); back trauma; emergency root canals; tooth/gum sensitivity; teeth cracking; dental fillings; sleep related bruxism; fatigue; chronic fatigue syndrome; fibromyalgia; anxiety disorder; acute stress disorder; adjustment disorder; attention deficit hyperactivity disorder, combined; major depression, recurrent; off work orders due to uncontrolled symptoms. I had the following surgery due to essure: carpel tunnel release surgery, (right hand) . Additional adverse events I have suffered due to essure: loss of income: within a 4 month period, I lost 2 jobs and have been unable to regain employment with similar job duties, tasks or responsibilities due to the health problems and side-effects I suffer from essure. The essure device is still inside of me.

Event description:
#Medwatcher #followup1 #FDA mw5041119 #(B)(4) I had an abdominal hysterectomy and bilateral salpingectomy on (B)(6) 2015, wherein the doctor removed my uterus, cervix, and both fallopian tubes, (including the essure inserts) due to many adverse side effects, as well as chronic pain on my right side, and a second hsg test (seven years after essure was originally placed in my tubes) showed the right coil perforated my right fallopian tube and spillage was noted coming out during the tests, which confirmed the insert had malfunctioned and I was immediately scheduled for the hysterectomy surgery.